Event description:
Non-integration reported. All four lodi implants have been implanted with a drilling jig due to a dedicam planning. Region 41 primary stability could not be achieved. The drilling hole (shaft) has been filled with bone from the bone tap and eventually 20 ncm have been achieved. All four implants got a soft load (33, 31, 43 achieved 30ncm). On the first check after surgery the patient remained symptom-free. 16 days after surgery implant 41 showed the appearance of pus and pain and was loose as well. The other alveolus wall was reabsorbed.